Event description:
The patient on peritoneal dialysis (pd) reported to fresenius technical support during a call for drain complications that there was visible fibrin in the pd effluent previously that was treated with medication. In additional follow-up, the patient's pd nurse confirmed the patient had visible fibrin in the pd catheter (not a fresenius product). The nurse stated the patient received heparin, per standing order, and the patient has no more visible fibrin. However, the nurse states the patient's drain complications experienced presently are believed to be related to position of pd catheter. The nurse states the patient is completing pd treatment with the cycler and manuals without any adverse effects. The nurse stated the pd catheter issue will be addressed. There were no reported adverse effects from use of any fresenius device, or product. Based on the available information, there is no allegation or indication that a fresenius device or product issue caused or contributed to a serious patient harm or injury. (B)(6), (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).